Manufacturer narrative:
The handpiece was examined and the reported event was not replicated. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on july 26, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece had no phacoemulsification power and "did not function correctly on standard settings" during a cataract surgery with intraocular lens implantation. The surgeon adjusted the settings manually to complete the surgery with the same handpiece. There was no patient harm reported and no surgery delay. Additional information has been requested but not received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on july 26, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).